Event description:
The heart sensor (vector cardiogram, vcg) is an optional device for philips mr systems and is used for triggering purposes only, to create an image that is not disturbed by heart motion. This vcg sensor is a wireless device and powered by a battery. The customer reported that the vcg battery was placed in the battery charger and during charging the battery ignited and caught fire. The customer removed the power supply cable and the fire extinguished slowly. Nobody was injured.

Manufacturer narrative:
(B)(4): (method, results, conclusions) - the investigation is still ongoing on this event. When the investigation is completed a follow-up report will be sent to the FDA.